Event description:
A report was received that the patient was unable to charge her ipg. Database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was unable to charge her ipg. Database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician preference. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was unable to charge her ipg. Database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was unable to charge her ipg. Database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Manufacturer narrative:
Date received by manufacturer: (B)(4), 2013.